Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise which resulted in pacing inhibition. There were no adverse patient effects reported.